Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The specific scope used could not be identified due to missing patient information and unavailable logs; therefore, manufacturing and video reviews could not be performed. The physician did not attribute the pneumothorax to the galaxy system and did not specify a cause. Based on available information, the pneumothorax is consistent with the known inherent risks of bronchoscopy and biopsy procedures. This complaint is reported due to the following conclusions: a pneumothorax was reported following a galaxy-assisted biopsy procedure. A pigtail catheter was inserted, and the patient was admitted for eight days. No malfunctions were reported.

Event description:
The pneumothorax was identified post-procedure, and a pigtail catheter was inserted. The patient was admitted for approximately one week and later recovered. No malfunctions were reported.